Event description:
It was reported that t-wave oversensing was observed with the right ventricular lead and device. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) no anomalies found; full lead was returned and analyzed. Inner tubing kinked/buckled. Blood in/on helix/lobe mechanism. Apparent explant damage.